Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional investigation requested by the originator to inspect the actual item. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of component analysis, it was confirmed that the foreign material was cellulose fiber. The cellulose fibers were not originated from the scope; however, they were possibly the fragments such as gauze and towel used in the environments. It is presumed that the fiber was torn for some reason and got into the channel when wiping the device after reprocessing. Olympus will continue to monitor field performance for this device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was. The cause of the foreign material that remained in the device could not be identified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was. The cause of the foreign material that remained in the device could not be identified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the water removal ability was found not meet the standard value due to clogging of the nozzle. In addition to the reportable malfunction of foreign object coming out of the air/water (a/w) nozzle, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction and the play of up/down knob did not meet the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover had white-clouded area; adhesive around objective lens was peeled; connecting tube had a scratch; and connecting tube had a wrinkle. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: unknown if precleaning was delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: unknown if any abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had tip nozzle water drainage issues. The issue was identified during inspection for use. The device was returned and during the device evaluation the following reportable malfunction was found: a foreign object came out of the air/water (a/w) nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.